Manufacturer narrative:
Background: part of our calcium scoring report, assigns a patient's calcium score to a percentile. This is then reported through the ui to the physician and may then be the copy/pasted to a report. Calcium scoring percentiles are assigned based on gender and age of the patient. The percentiles that are assigned were obtained from this paper: "age and gender distributions of coronary artery calcium detected by electron beam tomography in 35,246 adults" hoff, j.a., chomka e.v., krainik a.j., daviglus m., rich s., kondos g.t. American journal of cardiology, 2001 june 15, 87(12):1335-9. In the case of missing gender, gender assigned as o (other), or missing patient age, the absence of a patient gender or age may be noticed by the end-users when creating the calcium score or by end-users who read a clinical report. The end-users who create the calcium score are generally technologists, and the exams are then reviewed by physicians. The fact that there are generally two users that work in a series increase the chance of detecting missing gender, gender assigned as o (other), or missing patient age. However, the users are unlikely to notice that an incorrect calcium score percentile was assigned because of the missing gender, gender assigned as o (other), or missing patient age unless the patient has a previous or follow-up exam where the same raw score is given with a different percentile. A review of complaints, investigations, capas found no prior reported issue. Resolution: 1. Added better handling of gender for percentile computations. A. If gender is m show percentile computed from from male agaston score tables. B. If gender is f show percentile computed from from female agaston score tables. C. Otherwise show both scores. D. Added unit tests which exercise all genders. 2. Corrected the off-by-one error, added unit tests which evaluate the correctness of percentiles from tables. 3. Added unit tests for patient age determination. A. Defaults age to zero. B. Uses age if it is provided by dicom header. C. Computes it from study date and date of birth if this information is provided. D. Provides an error in calcium scoring percentile report if age is not provided. See attached image. E. Shows patient age in calcium scoring dialog. Revised information contained in this supplemental report includes the following: g7: indication that this is follow-up report 001. H1: indication of malfunction as reportable event. H6: evaluation codes: methods code: 3273 code review (blank in initial report). 3367use testing. Results code: 104 software problem (blank in initial report). Conclusions code: 12 design deficiency (correction).

Manufacturer narrative:
Merge healthcare is continuing to further investigate the allegation to determine if any correction or corrective actions are necessary.

Event description:
Merge unity pacs is a medical image and information management system that is used for viewing, selection, processing, printing, telecommunications and media interchange of medical images from a variety of diagnostic imaging systems. On (B)(6) 2017, a merge employee alleged that the 3d calcium scoring report may be incorrect or inaccurate for patients. Specifically, when a gender of other (o) is selected, they have a calcium score greater than 75 and/or no age is provided in the study. This could lead to an incorrect calculation or delay in patient care. (B)(4).